Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered a shock as inappropriate therapy due to oversensing noisy signals. Technical services (ts) was consulted and discussed stored data as well as programming options. A treadmill test was conducted and the device was programmed to primary sensing vector with no oversensing observed. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered a shock as inappropriate therapy due to oversensing noisy signals. Technical services (ts) was consulted and discussed stored data as well as programming options. A treadmill test was conducted and the device was programmed to primary sensing vector with no oversensing observed. This device remains in service. No additional adverse patient effects were reported. At a later date, this s-ICD system delivered a shock as inappropriate therapy due to t-wave oversensing. Ts was consulted and discussed stored data, with rapid ventricular response (rvr) suspected as the cause for the inappropriate therapy, with further in clinic examination recommended to determine conclusively. This device remains in service. No additional adverse patient effects were reported.